Event description:
Additional information was received from the patient. They reported that the patient called back in responses to a letter regarding to the reported cause. The patient clarified this is related to the sensation the patient has in their chest that they don't know if it's related to the interstim device or not. The patient confirmed this is all related to event previously reported in this case. They are never planning on filling the letters out and called to provide patient services with their response to the letter. The patient did not have the letter on the call to provide the reference number or questions/answers. The patient provided the following update regarding this event. They are having an extensive cardiac workup that involves wearing a heart monitor for two weeks and an echocardiogram. They will wear the heart monitor for two weeks and it takes a month for the information to get back to the doctor. They won't be able to provide an update for about 6 weeks until this workup is completed. This issue is probably not related to the in terstim device, but stated they won't be able to provide an update until the workup is complete. The patient stated they picked up the monitor yesterday and they are wearing it for two weeks. They started on program 7 and changed to program 6 and "kept it really low".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since implant, the patient had tried programs 7 and 6 at different amplitudes, and the problem they were running into was that they felt a sensation in their chest where their heart was that felt like stimulation sensation they would normally feel in the vaginal area. It had been occurring off and on for a couple of weeks and usually the sensation started by feeling kind of nervous. They noted they had been under stress because they were out of town visiting an ill family member. If they increased amplitude they could feel it in the vagina and if they decreased lower, the chest sensations seemed to dissipate. They also had a lot of pain following the implant which they did not anticipate and for which they were prescribed a narcotic. They reported no falls nor traumas. The patient wanted to know if it was possible to experience stimulation sensation in the chest with this therapy. Information from the clinical summary was reviewed as well as theory and use of programs and amplitude, per the patient's inquiry. They decided they would turn therapy off for a day or two to further evaluate their symptoms. It was recommended they seek medical care.